Event description:
It was reported that at least 3 unspecified bd cathena¿ IV catheters sprayed out blood during use. The following information was provided by the initial reporter: "employee health nurse. I am emailing you about a concern regarding the 3m cathena IV catheters. On (B)(6) 2023 a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. I talked with _____ acute manager, and the same thing happened to her and another nurse on the unit. Thank goodness the blood did not get into an open wound or mucous membrane... When I talked to the nurse, she said she thought the spring in the IV may have been to blame. She heard a spring sound, like from the old cartoons, and then the blood splashed."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.